Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly; therefore, a surgical procedure was performed to remove and replace all the components. Upon explant, fluid loss due to a tear in both cylinders was noted and air was identified in the device. No patient complications were reported.